Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system (sds), was received for evaluation. The everflex entrust sds was received with the red safety tab removed from the handle, the handle split opened, the pull cable separated from the silver outer sheath several kinks/bends in the catheter, the inner guidewire lumen/pusher distal end distal to the distal end of the silver outer sheath, and the blue strain relief/isolation sheath in close proximity to the proximal hub luer lock. The printed strain relief, blue strain relief, isolation sheath, and outer sheath were able to be slid distally along the inner guidewire lumen to allow examination of the inner guidewire lumen. Using one side of the entrust handle to locate landmarks along the length of the inner guidewire lumen the kinks and accordion folding were examined. The customer experience of having deployment difficulties with the everflex entrust stent delivery system was confirmed.

Event description:
Physician used an everflex self-expanding peripheral stent with entrust delivery system with a 6fr 45cm sheath and a non-mdt guidewire for the treatment of a 150mm slightly calcified/slightly tortuous plaque lesion in the right popliteal artery of diameter 6mm. Lesion exhibited chronic total occlusion (cto). Embolic protection was not used. It was reported that the lesion was pre-dilated using a 5x300 pre-dilation device. The device passed through a previously deployed stent and resistance was encountered when advancing the device. No excessive force was used. There was no damage to the deployment mechanisms or device handle prior to deployment issue. It was reported that during the initial deployment, the stent was two-third deployed when it would no longer un-sheath and the wheel freely spun. The handle was taken apart and the inner sheath was observed to be above the thumb wheel to be deformed into the shape of a "z". The handle and thumb wheel were removed and the inner sheath was straightened. It was then pinned and the outer sheath was pulled back to release the stent. The stent did completely deploy and the vessel was post dilated. No patient injury reported.